Event description:
It was reported that the lead was explanted and replaced due to high pacing thresholds, high pacing lead impedance, and noise.

Manufacturer narrative:
No medwatch form was received. Internal insulation abrasion was noted at 7.4-8.3cm from distal tip. Externalized conductors due to internal insulation abrasion noted at 11.9-14.2cm from the distal tip. Internal insulation abrasion noted at 42.5-43.4 cm from the distal tip. External insulation abrasion noted at 48.4-48.6cm from distal tip, consistent with friction to the ICD can. External insulation abrasiion noted at 30.8- 31.4cm from distal tip, consistent with fiction to another device. The etfe coating was abraded. This is consistent with the reported field event of noise.